Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a regarding a patient who was receiving 8 mg/ml of fentanyl at 4.8026 mg/day and 1 mg/ml of bupivacaine at 0.6003 mg/day via an implantable pump for an unknown indication for use. On (B)(6) 2017, it was reported that the patient heard a critical alarm on (B)(6) 2017 and pump logs showed that a motor stall occurred on that date at 0918. The patient experienced increased pain, nausea, chills, and uncontrolled sneezing. The patient was seen in the clinic on (B)(6) 2017. No environmental/external/patient factors that may have led or contributed to the issue were reported. The patient's managing physician performed a prophylactic dye study on (B)(6) 2017. After the physician withdrew 2 ml of fluid, the contrast was pushed through and the patient's legs became numb with decreased respiratory status. The patient was ambu (artificial manual breathing unit) bagged at the clinic and taken to the ER where their symptoms resolved spontaneously. The patient's pump was replaced on (B)(6) 2017. It was confirmed that the pump had not recovered from the motor stall by the time of the replacement. During the replacement procedure, spontaneous flow of retrograde csf was obtained when the implanted catheter was disconnected from the pump. The patient's pump was replaced and the manufacturer's representative reported that the pump would be returned for analysis. The issue was considered resolved at the time of the report. The patient's status was listed as "alive-no injury". No further complications were reported. Additional information was received from a manufacturer's representative (rep). The pump was returned for analysis. The logs returned with the device shows that after the motor stall on (B)(6) 2017, a "stopped pump period may exceed tube set" message occurred on (B)(6) 2017, with no indication that the stall recovered. A low reservoir alarm occurred on (B)(6) 2017 at 15:44, followed by an empty reservoir alarm on (B)(6) 2017. The rep provided additional information on (B)(6) 2017.the cause of the motor stall as not been determined. It was clarified that the patient's legs became numb after the dye study only; after the healthcare provider (hcp) aspirated the 2 ml from the cap, prior to injecting the contrast. It is unknown whether the leg numbness was due to a device issue, a patient/therapy issue, or a procedure issue and the cause was never determined. It was stated that the hcps felt that the patient's legs became numb due to the bupivacaine that was being delivered through the pump and catheter, although they can't account for how the patient received this medication that brought on the symptoms of leg numbness. No interventions were taken to resolve the patient's legs becoming numb during the dye study and the spontaneous flow of retrograde csf that was obtained when the implanted catheter was disconnected from the pump. It was stated that after observing the patient in the emergency room (ER) on (B)(6) 2017, the numbness wore off on its own accord and had been resolved. No further complications were reported.